Manufacturer narrative:
This follow-up report is being submitted to relay additional information no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this issue and an investigation was conducted. It was reported that the patient is undergoing a revision surgery due to pain. Scans were taken to be used in the design of the replacement device tmjp implant. These scans were used as post-operative scans, to compare to the original plan for tmjpm implant. The scans show the tmjpm fossa implant was located more posteriorly than the original plan. The fossa implant was measured at 0.3mm from the tympanic plate, which is closer than the 3.2mm that was planned. Review of the DHR showed that the scan data was within spec, and the case was approved by the customer sales rep. The DHR revealed that all processes were completed correctly and that all parts were conforming upon shipment. The reported event is confirmed, based on medical records. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It is further reported that the patient underwent a right-side revision of tmjpm implants. The patient had been experiencing pain and swelling around boney ear canal. Clinical findings in theatre were consistent with what was seen on the computer-based images as the fossa was in close proximity to the ear canal. Both elements were removed intact.

Event description:
It is further reported that the patient is experiencing pain and swelling around boney ear canal. It is suspected that the fossa implant is too near to the ear canal.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign source: great britain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a tmj procedure on an unknown date. Subsequently, the patient is schedule to be revised due to unknown reasons on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.